Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 cautery would not work. It cut a little bit but was very slow and even when holding it on there longer did not cut through all the way. They tried using a different power supply, adapter cable, and extension cable but the cautery on the device still didn't work. They pulled a new hemopro 2 off the shelf, which worked perfectly. The power setting was on 3 but they turned it up to 4 to see if that helped. They also changed the cables and then the power box to see if that helped before opening a new kit. When they opened a new kit, it was like night and day, it worked perfectly. The patient was not injured nor was the case delayed because of the lack of cautery.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3-if other provide code -explain- corrected to "device discarded", h6- type of investigation -corrected to "device discarded. A lot history record review was completed for lots 3000311054, 3000312123, and 3000313507 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system .